Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented repeated alarms instructing the user to clear the alarm and to finish an insulin cartridge change, and the device would not allow cartridge replacement despite a factory reset and restart; the user also experienced a consecutive stalled motor alarm, and a replacement device was provided while the original was requested for return. Symptoms included hyperglycemia risk that prompted the user to self-administer a small dose of rapid-acting insulin and seek prescriptions for basal and bolus insulin. Outcomes included interruption of insulin delivery and the need for alternative therapy; there was no report of hospitalization. Investigation included remote troubleshooting, review of user-provided images, and assessment of alarm behavior. Investigation of this case revealed a malfunction consistent with a motor stall during insulin delivery and a potential cartridge change workflow fault, with the affected device not recovered for physical evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the device not being available for analysis.